Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a serious injury pursuant to 21 cfr part 803. (B)(4).

Event description:
It was reported that during preparation for a biopsy, the device allegedly was not able to be primed. Reportedly, the biopsy was cancelled as it was determined by the health care professional to perform a biopsy surgical procedure. There was no patient involvement.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. The investigation is inconclusive, as the sample was not returned for eval. The root cause could not be determined based upon available information. It is unk whether procedural issues contributed to the event. Per the instructions for use (IFU): the vacora biopsy system should only be used by a physician trained in its indicated used, limitations, and possible complications of percutaneous needle techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy, the device was not able to be primed. The biopsy was cancelled as it was determined by the health care professional to perform a biopsy surgery. There was no patient involvement.